Manufacturer narrative:
Livanova (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). Livanova received the pump for further investigation. Test run was started with one qa front plate; the pump has been running for 24h different speeds and also different configurations, no others deviations in this time. Level control was activated on this pump, at every alarm the pump has stopped, without control the pump runs without problems. It recommends that the front plate roller pump be replaced. The error could be reproduced, cause of the fault hkr problem. Root cause processor ic1 is defect; part will be sent to the manufacturer for further investigation. All other tests were carried out without problems.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). A sorin group field service representative was dispatched to the facility to investigate. The service representative removed the pump from service and returned it to sorin group deutschland for investigation. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the s5 roller pump stopped and displayed an error message during a procedure. The perfusionist restarted the pump and was able to complete the case with no further issues. There was no report of patient injury.